Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis") and abdominal pain lower ("cramps chair"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event lower abdominal cramping updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis and pelvic pain to be related to essure. The reporter commented: she had an appointment in 2 weeks to get this crap (essure) removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.